Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2007, 4092-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes, noise on electrograms (egm), and short ventricular intervals. The lead was capped and not replaced. No patient complications have been reported as a result of this event.